Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that after approximately 42 months of support, the pt received a pump exchange due to infection.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.